Event description:
It was reported that the patient underwent a revision surgery due to pain, instability, and a clunking sensation. During the revision is was noted that the yoke had broken, damage to poly insert, as well as scratches noted on components but well fixed. No intraoperative complications noted. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b3; b4; b5; b6; b7; d1; d2; d4; d6; d10; g1; g3; g6; h1; h2; h3; h6. D10 : 161096 - oss rs 16mm ls tibial bearing - 613080. 150478 - oss poly lock pin - 65974060. 161035 - oss rs axle - 65816741. 161034 - oss rs poly fem bushings set/2 - 65795550. 150476 - oss poly tibial bushing - 65809070. 161014 - oss rs 8.5cm ellip seg fmrl-lt - 419750. 161041 - oss rs non-mod plt long 71 - 942080r. 150400 - oss porous im stem 21.5 x 150 - 795170. 150427 - oss tib blk aug 10x71/75 univ - 126010. 150427 - oss tib blk aug 10x71/75 univ - 385370. Unknown - unknown tibial component - unknown. Unknown - unknown femoral component - unknown. Unknown - unknown tibial tm cone component - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient reported over the months instability and clunking sensation, pain; yoke had broken with 2 metal tabs medially. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: hinged prosthesis left total knee arthroplasty with distal femoral resection. Remnant patellar and hetero topic ossification seen. Fit and alignment of the implants is appropriate. Osteopenia. No loosening or wear is seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 : unknown - unknown oss femoral component - unknown unknown - unknown oss femoral bushings - unknown unknown - unknown oss stem - unknown unknown - unknown oss tibial component - unknown unknown - unknown oss tibial bushings - unknown unknown - unknown oss bearing - unknown unknown - unknown oss axle - unknown unknown - unknown oss lock pin - unknown unknown - unknown oss tibial augment - unknown customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee procedure. Subsequently, the patient has undergone a revision surgery on an unknown date due to pain and an unknown implant issue. Attempts have been made and all available information has been provided.